Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited noise. Further information was requested but not yet received.

Event description:
New information received indicates that implantable cardioverter defibrillator (ICD) exhibited oversensing noise due to electromagnetic interference (emi). Further information was requested but not yet received.